Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported over the past 4 weeks, their stimulation had randomly shut off on them. Patient said there didn't seem to be a pattern to the occurrences; they noticed it happened specifically once on the 1st of july and again last friday. Patient mentioned they had recharged their implant the night before both those instances, and knew the battery hadn't gotten low enough to cause the stimulation to turn itself off. Patient expressed that it was not pleasant when the stimulation would stop. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.